Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine's blood pump rotor cut the blood pump tubing segment during a patient¿s hd treatment resulting in blood loss follow up with the facility administrator revealed that the incident occurred two and a half hours after the initiation of a patient's hd treatment. The machine, a fresenius 2008t machine, did not alarm, but was not expected to. A fresenius dialyzer was also in use. The patient¿s estimated blood loss (ebl) was approximately 300ml. There was no patient serious injury or medical intervention required as a result of this event. The patient opted not to complete treatment with no issues or extra treatment required as a result. The machine was removed from service following the incident. Follow up with he bmt revealed that the blood pump rotor was replaced to resolve the issue. The defective rotor is available for manufacturer evaluation. No rga number was provided. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine's blood pump rotor cut the blood pump tubing segment during a patient¿s hd treatment resulting in blood loss follow up with the facility administrator revealed that the incident occurred two and a half hours after the initiation of a patient's hd treatment. The machine, a fresenius 2008t machine, did not alarm, but was not expected to. A fresenius dialyzer was also in use. The patient¿s estimated blood loss (ebl) was approximately 300ml. There was no patient serious injury or medical intervention required as a result of this event. The patient opted not to complete treatment with no issues or extra treatment required as a result. The machine was removed from service following the incident. Follow up with he bmt revealed that the blood pump rotor was replaced to resolve the issue. The defective rotor is available for manufacturer evaluation. No rga number was provided. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.